Manufacturer narrative:
Concomitant medical products: 1458q lead, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was a device header problem in that a competitor lead could not be seated into the header. Multiple attempts were made by the physician, and then the device was not used and a new device was implanted. It was also difficult to seat the lead into the header of the new device, however it was seated and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.